Manufacturer narrative:
The mlx 300w xenon lightsource (00mlx) was returned for evaluation:the device history record (DHR) was reviewed, and no abnormalities related to the reported issue were observed. Failure analysis: the xenon lightsource was received in used condition. Evaluation of the equipment reveals that the unit overheated due to the mirror being installed backward. No loose component was found. No screeching sound was observed during testing. The mirror was installed in the correct orientation. The unit passed all service and repair testing. Root cause analysis: the reported complaint was confirmed. The issue with the 00mlx unit overheating was identified as the mirror being positioned backward, which resulted in the unit overheating. This was most likely due to customer tampering.

Event description:
A facility reported that the mlx 300w xenon lightsource (00mlx) was flickering and producing a screeching noise. Upon further evaluation, it was discovered that the light bulb was overheating and producing a burning smell, and a piece of the mechanism inside the unit was loose. There was no patient involvement; thus, no surgical delay, death, or injury was reported.